Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states tabs where the shroud mounts onto the chair and the battery charger cable goes through are broken off. MDR filed.